Manufacturer narrative:
. The cerelink microsensor was returned for evaluation: failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material or connector (sn label missing). Cerelink monitor acceptable, icp express read 527. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - based on the failure analysis, the exact issue reported by customer could not be confirmed as device works correctly and the technician could not confirm any problem with the device at the time of investigation. However, the possible root cause for the issue reported by the customer could be due to a change in the hospital environment (electrical grid, equipment being used near the icp sensor or directlink module, cable management).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "yesterday replaced again at 11:00 pm because the catheter (sensor) did not work. When I switched from the black box to the monitor, the monitor indicated that the icp meter was defective, so it was replaced again. (Catheter kept)." No additional information was provided after several attempts.